Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient was walking with a limp, has pain, swelling in ankle and in unable to walk. The patient told the doctor and was provided support hose and those didn't make a difference. Patient requires a wheelchair at times to move around.

Event description:
It was reported that the patient was walking with a limp, has pain, swelling in ankle and in unable to walk. The patient told the doctor and was provided support hose and those didn't make a difference. Patient requires a wheelchair at times to move around.

Manufacturer narrative:
Correction - d4 lot# the reported event could not be confirmed based on the available information, since the device was not returned for evaluation and no other evidences, like pre-, intra- and post-operative x-rays, were provided no further evaluation is possible. A review of the device history was not possible because the communicated lot number was not valid. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the correct lot number was not communicated.¿ product field action (pfa) data was reviewed for the provided catalog. No pfa or recall were noted for the reported catalog number. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.